Event description:
It was reported that during prep, when removing the protective sheath, the stent implant dislodged. There was no resistance removing the sheath. Another xience prime was used to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual, functional, dimensional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: carefully remove the delivery system from its protective tubing for preparation of the delivery system. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.